Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the cardio 1 telemetry monitor does not sound alarms. No adverse event or patient harm was reported.